Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Codes pertaining to the catheter: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal firm on 22-mar-2017 regarding a patient who was receiving unknown drug (unknown dose/concentration) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported a catheter revision was performed in (B)(6) 2011 (specific date unknown). No further complications were reported/anticipated.